Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Customer reported blood glucose (bg) level was 300 (mg/dl) and a manual injection was administered to address bg level. Troubleshooting determined a pump shutdown likely occurred. Reportedly the customer had manual injections as alternate insulin therapy.